Manufacturer narrative:
No button error alarm noted. However the insulin pump had intermittent button response due to moisture damage keypad traces. No scrolling numbers display anomaly noted. It passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm or erased memory anomaly during testing noted. It passed the unexpected restart error test. It was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 311 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.